Event description:
Femur fractured during calcar planing. Femur secured with one cable. The 2 cea calcar planers on the 2 consignment kits at warringal were replaced in (B) (6) 2010, with new ones so they are not blunt. Femur secured using one cable.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.